Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory found that a system reset occurred. After the system reset, diagnostic information was cleared. As data prior to system reset date was cleared, the exact cause of the system reset was not determined. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the battery status of this pacemaker changed from elective replacement indicator (eri) to 5 years remaining. Boston scientific technical services (ts) was consulted. Upon further review, it was determined that prior device daily measurement data was cleared. Ts discussed that this indicates a device reset occurred. Ts explained that following a reset, a device will take several hours to collect battery measurements and present a valid battery status. All lead measurements were found to be normal. This pacemaker was explanted. No adverse patient effects were reported.